Event description:
During an incident in south africa in march 2006 involving in a male patient of unknown age who had just undergone cardiac surgery and was being bagged during transport to ICU, this laerdal silicone resuscitator (lsr) being used with a peep and et tube did not allow from the patient. Just outside the surgery the patient went into cardiac arrest. He was returned and was successfully resuscitated. After about an hour, he was being returned to ICU and he arrested again. Once gain he was successfully resuscitated. It was then noticed that the patient's chest was rising but not deflating. A different lsr was used with no problems. It was reported and the device problem did not affect the outcome of the resuscitation. Later examination of the lsr found the hard plastic ring seating the disk membrane (yellow exhale flap) was missing, causing the mask/et tube connector to be forced up against the lip valve, preventing exhalation.